Manufacturer narrative:
Patient weight unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a kidney rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, during the procedure the trocar was placed within the kidney so that a tumor could be treated via CT-monitored ablation. The electrode was then advanced through the trocar and the tines were deployed within the tumor. A CT scan was used to identify the positioning of the electrode and tines. However, the physician was not able to verify if the tines had fully extended. The ablation was performed, but roll off was achieved in under 2 minutes. At this time, the tines were retracted back into the needle and the electrode was removed from the patient. The account indicated that while preparing for the ablation procedure, the electrode was tested outside of the patient and the array deployed successfully. However, after removing the electrode, the array would not fully extend and the tines were bent/twisted. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the array to be fully extended with the tines twisted together. The twisted tines, which occurred 1.2 centimeters proximally, prohibited the proper formation of the umbrella shape. Functionally, the array was difficult to retract and extend due to the twisted tines. The condition of the returned incident device was consistent with the complaint that the device tines were twisted. Based on the evaluation, this damage appears to be the result of the electrode being turned while the array was deployed. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a kidney rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, during the procedure the trocar was placed within the kidney so that a tumor could be treated via CT-monitored ablation. The electrode was then advanced through the trocar and the tines were deployed within the tumor. A CT scan was used to identify the positioning of the electrode and tines. However, the physician was not able to verify if the tines had fully extended. The ablation was performed, but roll off was achieved in under 2 minutes. At this time, the tines were retracted back into the needle and the electrode was removed from the patient. The account indicated that while preparing for the ablation procedure, the electrode was tested outside of the patient and the array deployed successfully. However, after removing the electrode, the array would not fully extend and the tines were bent/twisted. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.